Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon testing the hemopro 2 prior to procedure the device would not activate when the toggle switch was pulled back. They checked proper connections and the issue persisted. The device was disconnected and a new device was opened and used. The new device worked without issue. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon testing the hemopro 2 prior to procedure the device would not activate when the toggle switch was pulled back. They checked proper connections and the issue persisted. The device was disconnected and a new device was opened and used. The new device worked without issue. No patient involvement.

Manufacturer narrative:
Trackwise # 463134 updated section: g4, g7, h2, h3, h6, h10, h11. Corrected section: h6- health effect ¿ impact codes - corrected to " no patient involved" the device was returned to the factory for evaluation on 05/18/2021. An investigation was conducted on 05/20/2021. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact with the heater wire with normal flexion away from the hot jaw at the center due to normal clinical use. The clear silicone insulation was observed to be intact on both the cold and hot jaws. The c-ring was observed to be transected and melted at the center of the c-ring. The scope wash tube of the c-ring was also observed to be melted and cut away. No other visual defects were observed on the cannula. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device activated and transected tissue four (4) times with no cautery failure observed. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.675 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed as well as for the analyzed failure "break-c-ring". The lot # 25157356 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.